Manufacturer narrative:
G4: 03nov2020. B4: 04nov2020 . The customer had troubleshot with technical support, confirmed the error code alarm light emitting diode (led) failed in the ventilator diagnostic report and was advised to replace the power management board. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported a ventilator with an led failed alarm. The unit was not in use, and there was no patient involvement or harm.